Manufacturer narrative:
Patient developed narrowing of the esophagus (stricture) after cryoablation; stricture required treatment with balloon dilation. Treatment was successful; there were no sequelae. Stricture is an expected adverse event after ablation. Stricture is procedure - related. No device returned; feedback analyzed.

Event description:
Study patient; initial procedure performed with the c2 cryoballoon ablation device on (B)(6) 2017. No issue reported. During the 3-month follow up visit, in (B)(6) 2017, a narrowing of the esophagus was noted during the endoscopy. Cryo ablation procedure was attempted, but because of a sub-clinical narrowing in the esophagus, cryoballoon would not stay inflated and cryo ablation couldn't be performed. The patient was treated with apc. The case was not reported to c2. During the 6-month follow up visit, (B)(6) 2017 a moderate stricture was observed and dilation was performed the same day. This adverse event severity is reported as mild and ongoing.